Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email, the customer during the day had blood glucose of 425 mg/dl. She treated with the device and three hours later her blood glucose was 494 mg/dl. Treated again and 90 min later he blood glucose was up to 545 mg/dl. Customer believed the device is not administering the insulin or the insulin might be bad. Customer was contacted via a phone call, and customer state she was able to administer bolus but it seemed the insulin was going through as the device alarm no delivery. Customer was unable to troubleshooting at the time of the call and stated she will call back. The device is not returning the device for analysis.